Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, after clamping the tissue, the doctor tried to perform the first firing, but firing could not advance. The surgeon was able to press the green button but unable to squeezed the handle. The procedure was completed with another device. There was no patient injury.